Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for investigation. Simulated use testing of the received pcb could not reproduce the described customer issue. An evaluation of the received device logs could confirm the event. From the logs the date of event is set to (B)(6) 2019. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a faulty expiratory channel pcb. Since the issue could not be reproduce the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).